Event description:
During a whipple procedure the device stapled but did not cut the tissue. A new reload was loaded and the instrument would not fire. A new device was used to successfully complete the case and there were no pt consequences.